Event description:
Medical device did not work like it should. Scrub tech states "the 1st gun worked semi-fine. The black piece that does the cutting and stapling seems extremely cheap and wouldn't move easily. After alot of work from the dr, he finally got it to staple. We then opened a reload - it wouldn't fit into the gun and the gun wouldn't go back together for another try at stapling. We opened a second gun, same cheap black piece, same struggle from dr. And still wouldn't accept the reload. I opened that gun #1 wouldn't accept". FDA safety report ID# (B)(4).